Event description:
Customer reported an x-ray switch stuck error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray on switch. System operates as intended. This MDR is related to ge healthcare complaint number.